Event description:
Boston scientific received information the patient indicated hearing tones from her device. That there is concern that the device reached its elective replacement indicator (eri) status earlier than expected. A replacement procedure was scheduled, however the device currently remains implanted in the patient.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information was received that the device was explanted five months later. No adverse patient effects were reported.

Event description:
--